Event description:
Hospital reports patient with a second degree burn on around the incision site following a microdiscectomy procedure. Patient was treated with silvadene ointment and dermabond bandage. No adverse outcome is anticipated to be associated with this event.